Manufacturer narrative:
On september 25, 2025, additional information was received. The complaint contact is unaware of when or from whom the shower chair was acquired. The contact advised the shower chair has been utilized for multiple patients and before use, a visual check is performed by the psw (personal support worker). The contact advised the shower chair is not available to be returned. The only photo received is of the serial number label. No photos have been provided of the shower chair or clarification on the incident. As the information is limited and the shower chair is not being returned, the underlying cause has not been determined. The shower chair is over eleven years old which is past the expected service life of five years as stated in the user manual. (Reference aquatec® ocean vip / vip xl /dual vip shower and toilet commode user manual) if additional information is received, this incident will be reevaluated, and an follow-up will be submitted accordingly.

Event description:
It was reported a patient in an ocean vip shower chair (1470793kit) was showering with an attendant. While washing her feet, the patient leaned forward, and the seat pan disconnected from the frame. The patient fell forward onto her knees. She was sent for imaging which showed fractures to her knees that were inoperable.

Manufacturer narrative:
On july 30, 2025, invacare was made aware of an event that occurred in canada involving an ocean vip shower chair that was also marketed in the united states. The subject device was manufactured by invacare germany, aquatec operations. Additional information has been requested regarding the alleged issue, however at this time no further information has been obtained. Without having all the relevant information, it is not possible to establish an underlying cause. The aquatec ocean vip / vip xl /dual vip shower and toilet commode user manual advises to not lean too far forwards when sitting in the shower commode and to check product regularly for damage and to ensure that the screws are firmly fitted and it is securely assembled. If additional information becomes available, a follow-up medwatch will be filed.

Event description:
It was reported a patient in an ocean vip shower chair (1470793kit) was showering with an attendant. While washing her feet, the patient leaned forward, and the seat pan disconnected from the frame. The patient fell forward onto her knees. She was sent for imaging which showed fractures to her knees that were inoperable.